Event description:
It was reported that after insertion of the iab and subsequent iab therapy, the pump experienced helium loss alarms. All connections were checked and no irregularities were detected. The next day, the alarms recurred and blood was noted in the helium tubing. Due to this, the iab was removed and replaced.